Manufacturer narrative:
Please note, the original device serial number submitted under FDA report number 2649622000200100162 was incorrect. The device serial number has been updated to reflect the correct device ID and is contained in this supplemental report.

Event description:
Unacceptable threshold.